Event description:
Reporter indicated that the site's handheld computer would continually freeze during interrogation. The device was returned to the manufacturer for analysis. Analysis was completed, and no anomalies were identified, other than the known software error that can be induced into all handheld computers of this model, which causes the device to freeze.